Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found experiencing three occurrences of producing false positive results. Pcr was performed for confirmatory testing. There was no report of patient impact. Eua#(B)(4). The following has been provided by the initial reporter: there were 3 cartridges that tested positive using our analyzer, but confirmed to be negative by pcr.

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges cartridges containing debris and line observed (false positive) when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1156586. Bd quality performs a systematic approach to investigate cartridges containing debris and line observed (false positive) complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided, including an evaluation of the returned photographs. A photograph was returned and showed rapid detection of sars-cov-2 veritor ce label, analyzer (no photos of cartridges containing debris) and unable to confirm reported issue of cartridges containing debris and line observed (false positive). No trend against cartridges containing debris and line observed (false positive) was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.